Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 363 mg/dl. The customer stated that he changed out the infusion set several times but was unable to prime the insulin pump. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. He stated that insulin did not exit with a manual plunger push. He tested with a new infusion set and verified that insulin did exit with a manual push. He was advised to rewind the insulin pump, reinsert the reservoir, and run a manual prime to at least 5.0 units. He confirmed that he was able to prime. The insulin pump later alarmed no delivery, after trying a new reservoir with the current set, the insulin pump still alarmed no delivery with a manual prime. The customer was advised to revert to a back-up plan, replace the insulin pump, and return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to an unlocked connector at the liquid crystal display board. The insulin pump was unable to perform the excessive no delivery test due to the keypad anomaly. No cosmetic damage was noted. Please see medwatch report # 3004209178-2015-46519.